Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely there was no abnormality in the device and that there were problems with the specific scopes, as indicated by the user facility.

Manufacturer narrative:
In troubleshooting the issue with olympus technical support the user facility determined the issue was isolated to specific scopes, used in combination with the subject device and no device problem was found with the subject device.

Event description:
A user facility reported to olympus that they were unable to obtain an image when using the olympus, cv-190 with an olympus series 180 scope. There was no patient injury or harm, associated with the problem, reported to olympus.